Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure before tightening the speedtrap white 30mm device the suture detached before tightening. The procedure was complete successfully. There was no delay in the procedure reported. No fragments were generated. There were no adverse patient consequences reported. The date of event was unknown but was known to have occurred in 2024. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was not returned to j&j medtech orthopaedics, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device, and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the white suture and the delivery device returned for evaluation. The device was not received in its original packaging. The suture was partially detached from the delivery device. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the speedtrap grn/white 20mm would have contribute to the complained device issue. ¿ based on the investigation findings, the potential cause can be traced to the procedural variables, such handling of the device or product interaction during procedure. As per IFU, do not manipulate sutures prior to use. As with other suture tensioning techniques, avoid under-tensioning the speedtrap winding sutures; otherwise, laxity of the speedtrap suture/graft construct may result. Similarly, avoid over-tensioning as this may compromise the integrity of the speedtrap suture/graft construct. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.